Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
Litigation alleged friction and wear between the metal head and liner caused the release of toxic metal ions and particles into the patient's body resulting to injury associated with metallosis, pain, disfigurement, discomfort, soreness, negatively affecting the ability to perform activities of daily living, and emotional distress.  Update: ppf allege loosening of cup. Doi: (B)(6) 2009; dor: not reported; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.